Event description:
It was reported that the mode of pacing had been previously changed to determine if pseudofusion was occurring. It was later reported that the lead was electrically abandoned. No patient complications have been reported as a result of this event.it was reported that the mode of pacing had been previously changed to determine if pseudofusion was occurring. It was later reported that the lead was electrically abandoned. No patient complications have been reported as a result of this event. The patient is a participant in the system longevity study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.